Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03354. It was reported that no blood reflow occurred. The target lesion was located in the proximal right coronary artery. Following pre-dilatation with 3.00x12 emerge balloon catheter, a 4.00 x 20mm synergy¿ stent was deployed. However, after deployment, no blood reflow and echocardiogram changes were noticed. A code was called and the patient's condition improved following administration of reopro. No further patient complications were reported and the patient's status was stable.